Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via technical services representative regarding their spinal cord neurostimulator. It was re ported that the patient has been experiencing side effects for approximately 3 weeks, including pain, a shocking sensation, dizziness, and a feeling that the lead was "pulling her inside." The patient expressed concern that the implantable neurostimulator might not be well placed. The patient was evaluated by a neurologist, who assessed that the implantable neurostimulator was well placed, and the patient was referred for further assistance. The patient also reported being unable to see the manufacturing representative (rep) for approximately 3 weeks due to unavailability. Technical services verified that by lowering the stimulation, there was no improvement. It was suggested that the patient deactivate the therapy and see if they feel better, if not, reactivate it and wait for an appointment with their healthcare provider. The patient was referred back to the healthcare provider, and the representative was emailed regarding the situation.

Manufacturer narrative:
E1: updated initial reporter information to "unknown patient"; country of origin to "es" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.